Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause of the issue is attributed to a combination of human factors and machine parameters. Specifically, the failure occurred during the fusion step between the teflon sleeve and the catheter body. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an embolization procedure, the tip of the catheter detached within the patient. A snare was used to retrieve the tip of the catheter.